Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when trying to put the provisional into a tight knee, the surgeon hit the side of the trial with a mallet and it cracked.

Manufacturer narrative:
This report is being submitted as the previous report was mistakenly filed under an MFR number with three leading zeros. Visual inspection of the returned device confirmed that the component had fractured on the medial side of the post. Both of the fractured pieces were returned. This device is used for treatment. The product experience report indicates that the surgeon fractured the tibial articular surface provisional (tasp) by hitting it with a mallet. Per surgical technique, the surgeon is instructed to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Event description:
No further event information available at the time of this report.